Event description:
A progeny sales representative reported that the mechanical structure of a preva intraoral unit, (B) (4), separated from its wall mount, at dr. (B) (6) dental office. No injury was reported.

Manufacturer narrative:
Results: the root cause of this case is not clear. Based on the analysis from progeny design engineering, the possible root causes are: oversized pilot hole, stripped hole, or non-standard installation (drywall thickness exceed 3/8"). Conclusion: improper installation - the root cause of this case is not clear. Based on the analysis from progeny design engineering, the possible root causes are: oversized pilot hole, stripped hole, or non-standard installation (drywall thickness exceed 3/8"). The ul report of a standard progeny system mount (2 3/8" x 3" lag screws on 2/4 stud) demonstrates that a correctly installed x-ray unit can withstand 6 times the system weight.